Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of change of color and change in look are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported event of skin discoloration: "undesirable effects: practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : discoloration of the injection site."

Event description:
Healthcare professional reported having a patient injected with unspecified juvederm ultra in the lips by an injecting physician. The patient had "topical anesthetic cream" applied before injection. Five months later, the patient received an additional injection with juvederm ultra xc in the lips by another injecting physician. Four months after that, the patient was reviewed and had concerns with "change in color" to their bottom lip "that has been there for about 2 months." The patient's general physician says it isn't an infection. The lips looked "perfused", "soft and not infected." There is a "change in the look" of the patient's lips. Consulting physician noted that "it may be some product breaking down to uv exposure" and "that it may be unrelated to filler as it has been there for only 2 months." Consulting physician also advised the patient to "wear uv protection for the lips" and to see a dermatologist. No information was given if any treatment was provided and symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2015-00653 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, unspecified juvederm ultra.